Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of respiratory tract infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in the perioral with juvéderm® volite¿. The patient experienced non-device related ¿respiratory tract infection" and was treated that day with paracetamol pseudoephedrine tablets ii and liu shen wan. The event resolved a week later. Three months later, the patient experienced non-device related ¿respiratory tract infection" again and was treated with salbutamol, dexamethasone sodium phosphate injection, aminophylline injection, and levofloxacin hydrochloride and sodium chloride injection. Three days later, the patient received yangyinqingfeigao and moxifloxacin hydrochloride. The event resolved 4 days later.

Event description:
Additionally, the healthcare professional reported that 6 months later, the patient experienced non-device related "respiratory tract infection" that resolved 16 days later.